Event description:
Screw fractured inside dental implant. Implant could not be placed.

Manufacturer narrative:
Screw fractured inside dental implant. Implant could not be placed. Dentist should have consulted accompanied documentation IFU j8000.0239 and IFU j8000.0315 to prevent this from happen.